Manufacturer narrative:
Evaluation summary: the stent had deformed and raised struts from the 5th to the 11th distal stent segments. There was no other visible damage to the stent. (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a severely calcified lesion in the lcx. The lesion was excessively tortuous and exhibited 98% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped prior to use with no issues noted. The lesion was pre-dilated twice, at 16 atm. It is reported that resistance was encountered during advancement of the device and that the device could not cross the lesion. Excessive force was not used. When the device was removed from the patient, it was noted that the stent was deformed. It is reported that the physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. That the event was procedural related and not device related. No patient injury is reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.